Event description:
The patient underwent pelvic reconstruction surgery within the past year. The sutures were placed in the sub-epithelial area and somewhat close to the surface of the vaginal epithelium. It is not clear if the sutures had been placed by passing through the vaginal vault. Post operatively, the patient experienced discharge from the perineum and vaginal opening. Physician reports that vaginal erosion seemed to have occurred. Patient was brought back to the operating room for removal of the sutures. Patient still has granulation tissue on the perineum. Because the patient is not sexually active now, they are not significantly symptomatic at this time.